Manufacturer narrative:
Additional information was received on 09/04/2015 from the medical examiner's (me) office. The me report states the cause of death as acute heroin toxicity. Contributing conditions is diabetic ketoacidosis. The manner of death is accident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 stating that the patient passed away . The reporter stated that the pump was broken prior to death and that the patient was off of the pump less than one day prior to death. An online obituary reported that the patient passed away on (B)(6) 2015 after losing a long battle with drug addiction and diabetes. No additional information was available at the time of this report. The medical examiner was contacted and the cause of death is pending. This complaint is being reported because the pump could not be ruled out as a cause or contributor in the patient's death.